Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's mother regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had the pump in for months and had it removed because the patient was infected. The dates were not provided. The caller was looking for physician listings because they were having a hard time seeing the current surgeon and they wanted someone who was familiar with the "after affect and dealing with withdrawal because the surgeon was handling the increasing of the oral baclofen and was having a difficult time." No further complications were reported.